Event description:
The customer contacted stryker to report their device unexpectedly dumped the defibrillation charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; it is not known if this event caused or contributed to the patient outcome.

Manufacturer narrative:
A clinical review was completed and determined use of the device did not contribute to the patient's outcome.

Event description:
The customer contacted stryker to report their device unexpectedly dumped the defibrillation charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; it is not known if this event caused or contributed to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the system was used at the time of event but not able to duplicate or verify the reported issue. A clinical review is being performed to determine if this event caused or contributed to the patient outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device unexpectedly dumped the defibrillation charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; it is not known if this event caused or contributed to the patient outcome.

Manufacturer narrative:
The cause of the reported issue could not be determined.